Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, fell, and realized they damaged their shoulder when they tried to stand up. Customer was unable to self treat and received unspecified third-party treatment by a non-healthcare professional before contacting a healthcare professional (hcp). The hcp confirmed the customer had broken their shoulder and performed shoulder surgery the following day. No further treatment/surgery details were provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, fell, and realized they damaged their shoulder when they tried to stand up. Customer was unable to self treat and received unspecified third-party treatment by a non-healthcare professional before contacting a healthcare professional (hcp). The hcp confirmed the customer had broken their shoulder and performed shoulder surgery the following day. No further treatment/surgery details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.